Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contralateral capsular contracture, baker grade IV. Additional health effect impact codes: (B)(4). Sarah morgan, rosemarie tremblay-lemay, joan e. Lipa, monalisa sur, jan delabie, kevin imrie, michael crump, laura j. Snell, zeina ghorab et al. Breast implant-associated ebv-positive diffuse large b-cell lymphoma: two case reports and literature review. Pathology - research and practice. 11 august 2021; 1-9.

Event description:
Through the journal article ¿breast implant-associated ebv-positive diffuse large b-cell lymphoma: two case reports and literature review¿ healthcare professional reported a patient with ¿¿baker 1 capsular contracture of the right breast implant capsule¿ and ¿lymphoid cells and a focal foreign body giant cell reaction¿ on patient¿s right side. The device has been explanted. Pathology report was provided. The patient was diagnosed with diffuse large b-cell lymphoma of the contralateral breast.